Event description:
A report was received that trial patient developed a sharp nerve pain after the physician implanted the lead. The physician decided to replace the lead and the pain had resolved.

Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.